Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the pump module gave a "malfunction" alarm and "continued to infuse." Upon further customer follow up it was reported the pump module was infusing plasmalyte (1200ml at 200ml/hr.) During surgery. The pump allegedly "alarmed twice" at around 10:15 and 2:51 pm. Following the end of surgery at around 3:45 pm, when clinician unwrapped patient's arm the left arm was swollen and edematous with blisters noted on arm and hand. Assessment by surgeon reportedly led to the diagnosis of compartment syndrome. The left peripheral IV was the removed and the patient reportedly required an initial fasciotomy procedure, which was "successful," as well as three additional surgeries to the left arm.

Event description:
It was initially reported that the pump module gave a "malfunction" alarm and "continued to infuse." Upon further customer follow up it was reported the pump module was infusing plasmalyte (1200ml at 200ml/hr.) During surgery. The pump allegedly "alarmed twice" at around 10:15 and 2:51 pm. Following the end of surgery at around 3:45 pm, when clinician unwrapped patient's arm the left arm was swollen and edematous with blisters noted on arm and hand. Assessment by surgeon reportedly led to the diagnosis of compartment syndrome. The left peripheral IV was the removed and the patient reportedly required an initial fasciotomy procedure, which was "successful," as well as three additional surgeries to the left arm.

Manufacturer narrative:
Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the customer report that the pump module malfunctioned was confirmed in the device logs, however the report that the "pump module continued to infuse after the malfunction" was not confirmed. A review of the device logs observed a 241.4140.0 error code on 09 june 2023 at 2:51 pm. The error code is defined as a patient side pressure sensor low (voltage) failure, this error would result in termination of the active infusion. A review of the logs observed the device was channeled off on 09 june 2023 at 2:52 pm after the error code with no further infusions on the suspect module recorded. The customer report that the pump module alarmed twice was only confirmed on one of the reported times on 09 june 2023. At 10:15 am, the device logs observed no errors or malfunctions, however at 10:12 am, the suspect pump module displayed ¿checking line¿ (auto-restart feature), no occlusion alarm was observed, and the suspect module continued to infuse. At 2:51 pm the suspect module alarmed for error code 241.4140 (patient side pressure sensor malfunction); the module was channeled off one minute later. The customer's report that the pump module continued to infuse was not confirmed during a review of the device logs or replicated during testing. Laboratory testing found the suspect pump module delivering fluid as programmed and within specification. The user manual alaris system with guardrails suite mx (v9.33) contains the following information related to infiltration conditions: the pump and syringe modules are designed to stop fluid flow under alarm conditions. Periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. It is a positive displacement delivery system, capable of developing positive fluid pressures to overcome widely varying resistances to flow encountered in practice, including resistances to flow imposed by small gauge catheters, filters and intra-arterial infusion. It is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions. Auto-restart is defined as: if downstream pressure decreases to a predetermined level (below 50% pressure limit) during 15-second checking line period, infusion automatically continues. If condition is not cleared within 15 seconds, a partial occlusion - patient side alarm occurs. A review of the incident time and date was performed and observed that on 09 june 2023 at 7:35 am, the suspect pump module received/started a remote IV infusion drug ID 7, rate 200ml/h, and a vtbi of 1000ml. At 10:12 am, the module displayed ¿checking line¿ twice (logged in the pcu as auto_restart). The infusion was restarted per the system¿s auto restart feature. At 2:51 pm, the module alarmed for channel malfunction 241.4140 (sensor broken low failure pump patient pressure) and the alarm was confirmed by the user (soft key 11) one minute later the module was channeled off. Pvi was recorded as 1211.08ml. At 3:57 pm, the pcu system was powered off. The suspect administration set was not returned for investigation; therefore, it could not be inspected.